Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the surgeon was using our 5mm angioguard umbrella while stenting a patient's carotid artery. After adequate flushing, the umbrella was ready to be stowed in the release sheath, and then the surgeon realized that no matter how he pulled, he could not stow it. A new umbrella was opened, and the procedure was completed with no problem. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulty was encountered when flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The device will be returned for evaluation. The device was confirmed to have a separated strut.

Manufacturer narrative:
As reported, the surgeon was using our 5mm angioguard umbrella while stenting a patient's carotid artery. After adequate flushing, the umbrella was ready to be stowed in the release sheath, and then the surgeon realized that no matter how he pulled, he could not stow it. A new umbrella was opened, and the procedure was completed with no problem. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulty was encountered when flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The returned non-sterile ¿rx/5mm basket diameter/180cm¿ unit was received inside a clear plastic bag and included the deployment sheath, capture sheath, capture basket, and ecgw system; all other components were not returned. Visual inspection confirmed that the deployment sheath tip was not engaged with the filter basket. Functional testing, attempted per internal procedure, was limited due to a separation in the filter basket¿s umbrella struts, which had caused a puncture in the deployment sheath and prevented proper docking. Sem analysis revealed shear failure and slanting surface fracture defects on the struts, consistent with tensile overload. These findings support the reported docking difficulty and show that damage to the filter basket compromised functional performance. The reported malfunction ¿delivery system-loading (docking) difficulty-into delivery sheath¿ was observed during product evaluation. The malfunction "filter basket-fractured" was discovered during the product evaluation. The exact cause of the reported event cannot be determined through this investigation. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "guidewires are delicate instruments and should be handled carefully." And "prior to use, and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment¿. Based on the available information and product analysis, the cause of the delivery system-loading (docking) difficulty-into delivery sheath could not be determined. However, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, the surgeon was using our 5mm angioguard umbrella while stenting a patient's carotid artery. After adequate flushing, the umbrella was ready to be stowed in the release sheath, and then the surgeon realized that no matter how he pulled, he could not stow it. A new umbrella was opened, and the procedure was completed with no problem. There was no reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulty was encountered when flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The device will be returned for evaluation. The device was confirmed to have a separated strut.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the surgeon was using our 5mm angioguard umbrella while stenting a patient's carotid artery. After adequate flushing, the umbrella was ready to be stowed in the release sheath, and then the surgeon realized that no matter how he pulled, he could not stow it. A new umbrella was opened, and the procedure was completed with no problem. There was o reported injury to the patient. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). No abnormalities were noted about the device prior to use. Upon opening the package, the deployment sheath tip was fully seated in the filter basket introducer. No difficulty was encountered when flushing the filter introducer and deployment sheath. Saline was noted within the coil dispenser at the green deployment sheath hub. The device will be returned for evaluation. The device was confirmed to have a separated strut.